Event description:
It was further reported that the patient presented for the index procedure due to chest pain and elevated cardiac enzymes. Subsequently, it was considered an mi. At the time of the event, following the placement of the 3.0x16mm promus element plus stent in the proximal left circumflex (lcx) the previously reported dissection was noted proximal to the target lesion. The dissection was treated with the 2.75x8mm promus element plus stent, not the 30x16mm promus element plus stent as previously reported.

Manufacturer narrative:
Describe event or problem updated. Device expiration date corrected from 10/31/2012 to 09/06/2012. Device manufactured date corrected from 12/21/2011 to 11/06/2011. Upn corrected from h7493911408270 to h7493911416300. Device lot number corrected from 14888183 to 14732521. Catalog/model # corrected from 39114-0827 to 39114-1630. (B)(4).

Event description:
(B)(4). It was reported that during a percutaneous coronary intervention procedure the patient had a grade a vessel dissection. The 80% stenosed, 12mm long, 3.0mm reference vessel diameter target lesion was located in the proximal left circumflex (lcx). The target lesion was treated with direct placement using a 2.75mm x 8mm promus element plus stent delivery system (sds). A grade a dissection was noted at the proximal part of the target lesion after placement of the stent. The dissection was treated with a 3.00mm x 16mm promus element plus sds in an overlapping fashion with 0% residual stenosis. The procedure was completed with this device and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the dissection after stent placement was in the proximal edge just outside of the previously placed stent, which was placed under high pressure. The 2.75x8mm pe plus stent was placed in treatment in an overlapping fashion proximally. The overlap was post-dilated using cutting balloon technique and additional balloon angioplasty.

Manufacturer narrative:
(B)(4).